Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
During a follow-up in clinic, a capture threshold increase was noted on the left ventricle lead. Reprogramming of the pacing output resolved the issue and there were no patient consequences.